Event description:
On 1/08/97, the facility's purchasing dept contacted the MFR and rpeorted that three devices had leaked at the "hub" after five days. One device was reported as being available for return to the MFR for anlaysis.